Event description:
Analysis of the returned device found that the coil was separated from the pusher wire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that the pusher wire was kinked at 4.0cm, 15.0cm and 21.0cm from proximal end. The main coil was stretched and separated from the pusher wire. No other anomalies were noted. Based on the available information and investigation results, the investigation concluded that it is most probable some procedural issues encountered during the procedure which limited the performance of the product contributed to the coil separation. Therefore, a root cause of operational context has been assigned to this event.